Manufacturer narrative:
Mixer is not working as specified, device alarms with tf 7 code 26. Mixer valves was found defective and replaced.

Event description:
Hamilton medical ag received the following event description: device always alarms with tf7 code.

Manufacturer narrative:
Mixer is not working as specified, device alarms with tf 7 code 26. Mixer valves was found defective and replaced. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Hamilton medical ag noticed that the reported device (brand name: raphael) in the initial MDR had exceeded its service life at the time of occurrence of the reported incident, therefore this event is no longer considered reportable to FDA. Updated fields: b4, d1, d2a, d4, g6, h2, h11.

Event description:
Hamilton medical ag received the following event description: device always alarms with tf7 code.